Event description:
It was reported impedances less than 250 ohms were read on the patient¿s device. It was stated they were in a stage 2 implant case and the impedances were taken at 2 volts and 2.5 volts and the short persisted. It was noted the 0-1 electrode pair was showing less than 50 ohms and all other pairs were in normal range. Reportedly, they were using the existing lead from the trial but it was unknown if the short was present during the trial or not. It was stated they used 1, 2 and case for programming during the trial and the patient had a positive trial outcome. It was noted they decided not to change out any components and did not intend to change any out due to the short. It was later reported the impedance results did not change and the patient was programmed without using 0 and 1. It was stated no malfunctions were seen and the information was given to the office programming nurse to make sure they don¿t use 0 and 1 together. It was noted there were no patient problems reported and they were fine once programmed post-operatively.

Manufacturer narrative:
Concomitant medical products: product ID: 3095, serial# (B)(4), product type: extension. Product ID: 3093-28, lot# va0c068, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).